Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the vela ventilator, it is alarming vent inop, motor fault and transducer fault. The customer stated there was no patient involvement associated with this event.